Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 0268653. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Event description:
It was reported that the bd alcohol swab experienced visible foreign matter. The following information was provided by the initial reporter: dr. Observed some plastic material inside the alcohol swab.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alcohol swab experienced visible foreign matter. The following information was provided by the initial reporter: dr. Observed some plastic material inside the alcohol swab.